Event description:
It was reported that at device explant due to infection, externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of quality records. Device evaluation anticipated but not yet begun.